Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 400 mg/dl and the sensor glucose reading was 60 mg/dl that triggered the insulin pump to suspend insulin delivery for two hours. Customer declined troubleshooting. The product was not returned for analysis.